Event description:
Patient reported they cannot fully bite down, this is causing them to be able to only eat on one side of their mouth causing discomfort. Patient provided bite video which shows posterior open bite. Advised patient to do rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.